Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and instrument information were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth assay on a cobas e 411 analyzer (disk system). The sample initially resulted in a pth value of 26 pg/ml. The patient sample was repeated, resulting in a pth value of 1000 pg/ml. This result was deemed correct. No questionable result was reported outside of the laboratory. The pth reagent lot number and expiration date were requested but not provided.